Event description:
It was reported that a user could not pair a dexcom g7 sensor to an ilet bionic pancreas due to the ilet not being updated for g7 compatibility, resulting in a temporary inability to receive cgm data. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical attention. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful resolution after updating the ilet and pairing the g7 sensor, with cgm data subsequently received by the ilet. It was concluded that the event was attributable to device software not current, and the device performed as expected after update.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.